Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments severed 63mm from the terminal pin. The tip segment was stretched with an extraction stylet returned stuck within it; lead body damage, including torn medical adhesive and eptfe, insulation abrasion, and stretched helix and conductor coils were also observed ¿ likely the result of lead explant. The observed insulation damage abraded through to all three lumens approximately 258-270mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported low impedance measurements were likely the result of the lead insulation damage observed by the laboratory.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited low out of range pacing impedances. A chest x-ray was ordered and revealed an irregularity of the proximal coil. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.